Event description:
New etq record created in order to update etq (legacy system) complaint number wpc 493-2013. Reason for original complaint ¿ litigation alleges patient had pain after asr hip implant. Update: (B)(6) 2013 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update: (B)(6) 2014 - ppd's with medical records received. During revision surgery, scar tissue and corrosion on the taper were noted. The stem and sleeve have been added to the complaint. Stem left in situ. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.